Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found a cut in the tubing 1 1/8 inches above the sleeve. Leak testing found a leak at the cut in the tubing. Clear passage testing and clamp function testing were performed with no issues noted. The reported issue was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a uv flash transfer set leaked coincident with peritoneal dialysis (pd) therapy. The leak occurred during use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.